Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer was unable to resume insulin therapy and reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.